Event description:
Caller reported a malfunction on the pump that displayed a malfunction code, which was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any malfunction code recurs.